Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that the therapy was not working at all. Therapy was not helping their symptoms. It never worked really well. Patient had urine leakage worse than ever. They would always pee all over the place. In a few hours they would be soaking wet. Patient was on p2 and 4 and now was on p3. The nurse told them to increase. Patient increased to 8.5v yesterday and it made no difference. Caller said they changed the patient today 3 or 4 times soaking wet. Patient said they had no idea no feeling at all that they had to go. Caller said patient felt tingling, ¿like a shock¿ and after that they felt nothing. Caller said patient felt stim now, then patient got on the phone and explained they felt ¿like a shock¿ every time. They felt a ¿jab¿ right there in their groin. They kept feeling it. Patient said they guess they were supposed to feel it. Patient services asked the patient if they felt shocking or vibration. Patient said ¿shocking.¿ they said they were trying to put up with it so that it controls the urine but the urine leakage seemed worse. The caller was also reporting that the patient programmer goes through batteries quickly. Patient went to the health care professional (hcp) in (B)(6) 2017 and the nurse told them the machine was shut off. It was not clear if the ins or patient programmer was not powering on. Patient services asked if the ins or patient programmer was shut off and the caller said they didn't know. Later on the call patient services asked again if the nurse said the patient programmer was completely shut off. Caller told them nobody every touched it. The nurse told them the batteries should last long time. Caller reported in less than month the batteries were dead again. Caller said they changed the batteries a few times since then. Caller said they changed the battery last week. Caller reported they used the patient programmer yesterday and it was not working. Batteries were dead. Patient services asked what was on the screen. Caller said it showed a warning screen ¿sync now.¿ when they pressed the sync button it did not connect to ins. It showed the ¿interstim icon¿ on the screen. They could not connect; it went back to interstim icon. They then changed the batteries and increased to 8.5v. Patient services asked what kind of batteries they were using, and caller said heavy duty. It was reviewed programmer would not work with heavy duty batteries. Caller said they used alkaline batteries before that. Pss suggested buying fresh, new alkaline batteries. Reviewed the patient programmer batteries will not affect how therapy works for the symptoms. There were no further complications reported.